Event description:
It was reported the patient had experienced a loss of therapeutic effect, weight loss, and device poking through her skin since implant. It was also reported the patient gets a jolt from her device if she moves a certain way. Two to three months ago the patient fainted and landed on the opposite side from her implant. The patient also fell after missing a step out of her vehicle where she fell on a concrete floor. The return of symptoms is more recent and the patient did not feel the incidents were related to her current pain. The patient remained at home in "fair" condition. Additional information has been requested but was not available on the date of this report.